Event description:
It was reported that the handle is broken. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the paddle kit and paddle tray. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle kit and paddle tray, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the handle is broken. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the paddle kit and paddle tray. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle kit and paddle tray, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.